Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Hospital in (B)(6) reported a patient was implanted with a lcp distal humerus plate and screws on an unknown date. Post operatively, the patient was permitted mobilization without load for movement in elbow articulation. Approximately 1 month post implant, x-rays taken showed four broken screws. This report is #5 of 5 for the same event.